Event description:
It was reported that the power module was not able to charge the battery even after the battery was replaced.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a charging issue with the power module¿s backup battery was unable to be confirmed. The power module (serial number: (B)(6)) and the power module backup battery were not returned for analysis. Multiple good faith efforts were sent asking if the device will be returned for analysis. To date, no response has been received. If the power module is returned this investigation will be reopened and the device will be evaluated accordingly. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 12jun2013. Heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use section 3 "powering the system" and heartmate power module instructions for use under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use section 8 "equipment storage and care" and section f "safety checklists, and heartmate power module instructions for use under "inspection cleaning and maintenance" explain how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.